Event description:
It was reported that a patient underwent a hysteroscopy, suction and curettage, and an endometrial thermal ablation procedure in 2008. One week after the procedure, the patient had a hard time holding urine and saw the surgeon one week alter. A urologist performed a cystoscopy and a cystogram and a small mucosal defect at the right of midline posteriorly was found in the area of the uterus. This was reported to be a vesico-uterine fistula. There was no distinct evidence of a leak. The urologist placed a foley catheter to allow the fistula to heal and will re-assess the patient in one month. The urologist placed the patient on ditropan five milligrams two times per day to decrease bladder spasms. The surgeon opines the patient's pre-operative severe anemia and three caesarean sections contributed to the event.

Manufacturer narrative:
Date sent to the FDA: 10/24/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.